Event description:
High pacing thresholds were reported. The lead was capped. No patient complications have been reported as a result of this event. A medwatch was subsequently received reporting ICD end of life and upgrade.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is sprint quattro secure, common device name is implantable tachy lead, and model is 6947.

Event description:
High pacing thresholds were reported. The lead was explanted. No patient complications have been reported as a result of this event.